Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in a coronary vessel. A 38 x 3.50 promus premier¿ drug-eluting stent was advanced through the guide catheter into the lesion but was not possible to move into the right position. The device was removed out of the guide catheter and the physician noted a broken stent strut. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with one strut on distal row 13 lifted distally from the stent profile. No further damage was noted to the stent. The crimped stent outer diameter (od) was measured and was within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found several hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. A 0.014¿ guidewire could be inserted through the device with no issues. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in a coronary vessel. A 38 x 3.50 promus premier¿ drug-eluting stent was advanced through the guide catheter into the lesion but was not possible to move into the right position. The device was removed out of the guide catheter and the physician noted a broken stent strut. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.